Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two (2) devices were received for evaluation; 2 events were confirmed. Two (2) devices were found to have missing components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the devices disassembled. One (1) reported event had no patient involvement; no patient impact. One (1) reported event had no known patient involvement or patient impact.